Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported an erroneously elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the advia centaur cp analyzer. Quality control (qc) recovered within range on the event date. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed total service visit (tsv), checked the wash station dispenses, aspirations and found that the aspirate probe 1 (a1) was not aspirating fully. The cse replaced the gray peri-pump tubing, checked reagent and sample probe aspirations and dispenses, ran dark counts without cuvettes, inspected and cleaned the interior of the luminometer, precipitate around the aspirate waste probe, swapped a1 and aspirate probe 2 (a2), reseated tubings on probes and waste peripump tubing, performed empty and fill ring in case fluid dripped in unused cuvettes. The cse then performed a precision study with patient samples and ran quality control (qc), which recovered acceptably. Siemens further evaluated the event and concluded that the instrument malfunction potentially contributed to the erroneously elevated high-sensitivity troponin I (tnih) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the advia centaur cp immunoassay system. The patient was admitted to the emergency room (ER). The customer confirmed that the patient was not admitted to the ER specifically due to the erroneously elevated tnih result. The erroneous result was reported to the physician(s) but not questioned. The sample was repeated twice on the original analyzer and obtained lower results, which were considered correct, and a result of 4.02 was reported as correct result to the physician. A corrected report was issued. The patient was redrawn and repeated on the original advia centaur analyzer and obtained a lower result. There are no known reports of patient intervention or adverse health consequences, no impact on patient care, and no treatment provided or delayed due to the erroneously elevated tnih result.